Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the electrodes would not adhere to the patient's skin. Complainant indicated that clinician stopped trying to adhere the electrode pads to the patient because the patient became alert. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the electrodes were put through extensive troubleshooting without duplicating the customer's report. Communication with the customer confirmed the patient was diaphoretic which may have contributed to the poor adhesion and patient contact. Electrodes from retained samples of the same lot number 3915 were investigated and did not reveal any irregularities that would have contributed to the reported event. The instruction for use states: ensure skin is clean and dry under electrode. Remove any debris, ointments, skin prep, etc. With water (and mild soap if needed). Wipe off excess moisture/diaphoresis with dry cloth. Analysis for reports of this type has not identified an increase in trend.